Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from the cordis clinical study registry indicated that a pt experience angina and restenosis approx 8 months post stent implantation. The restenosis was treated by implantation of another stent.